Event description:
Medtronic received info that during the cardio pulmonary bypass (cpb) procedure, this trillium coated oxygenator exhibited high pressure. The product will not be returned for analysis. Attempts to obtain additional details related to the pt outcome and procedure have been requested; however, the info was not available at the time of this report.

Manufacturer narrative:
Eval method - results - device history review found the product met specifications when released for distribution. Conclusion - other - cause of event cannot be determined, as the device has not been returned for analysis. Analysis: as of today, the oxygenator has not been returned for analysis. Conclusion: failure analysis was unable to be performed, due to no returned product. A review of manufacturing records indicate the product met specification prior to being released for distribution. The cause for the high pressure could not be determined and the pt's condition at the time of this occurrence is unk at this time. Attempts to obtain additional info related to the pt's outcome and specific details of the procedure has been requested. When this info is obtained, a follow-up report will be provided to the FDA.